Manufacturer narrative:
The ep-shuttle has worked with in the following configuration: power: 30 watt(temp control), temp: 35ºc, time: 60 sec. Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. Concomitant bwi products used during the procedure: navistar thermocool catheter (MFR #/ lot #: unk), lasso 2515 auto ID circular mapping catheter (MFR #/ lot #: unk). Manufacturer's ref. No.: (B)(4).

Event description:
It was reported that during an afib procedure af case, a diagnostic non-bwi catheter (tetrapolar 6f catheter by st. Jude medical) was in the his (the distal end of the catheter was in the lv), while the deflectable coronary sinus catheter (manufactured by st. Jude medical) was in the sinus coronary, and the lasso 2515 circular mapping catheter was situated in the left superior vein, as well as the navistar thermocool catheter in the left superior vein too. The stockert generator applied ablation for the first 3 seconds, the electrogram started to show a ventricular tachycardia (vt) in the patient. The physician suspected that the problem happened due to the current coming from the tetrapolar 6f catheter to the lv since the vt was being induced when ablating. The physician tested this theory by pacing in the lv, and the vt induced showed the same morphology as the vt produced by the tetrapolar catheter previously. When the customer disconnected the tetrapolar 6f catheter, the ventricular tachycardia (vt) disappeared so he tried to continue with the procedure but the electrogram showed a lot of noise in the system when ablating, with a non-bwi catheter (ref/deca:deflectable coronary sinus catheter by st. Jude medical) there was no patient consequence. The diagnostics catheters were removed from the heart to solve the issue.

Manufacturer narrative:
Concomitant products used during the procedure: navistar thermocool catheter (device was discarded by the customer/ not returned for investigation): model #: d-1197-16-s, lot #.: unknown. C3 nav variable lasso catheter (device was discarded by the customer/ not returned for investigation): model #: d-1290-01-s, lot #.: unknown. Ep - shuttle rf generator system - 100w: model #:39d-76x, (B)(4). Regarding the biosense webster generator, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this event was not related to the stockert generator. The customer declined system service. However, a few days after the event, the stockert generator was sent in for functionality check. The functional and safety tests were performed as well as preventive maintenance. The generator was working properly according to specification. Since that event the customer has performed more procedures without any problem. As for the concomitant catheters used during the procedure, the catheters were not retained by the lab because they worked properly during the case, and issue was not related to the catheters. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an afib procedure af case, the rf was emitted through the 20pole a and ref catheters instead of emitting rf through the map catheter only. The carto 3 system associated with the reported incident was investigated at the manufacturing site. The system was found failing at m4, m3-m4, 20-pole b16 and 20-pole b15-b16 channels with strong spikes occurred during ablation. Faulty optic-switches of ECG card caused the issue. The failed ECG cards were scrapped and new ones were installed. In addition, a corrective action has been opened to address and resolve this issue. The device history record review was performed. No anomalies were noted in manufacturing or service of this device. The system met all specifications upon its release prior to distribution.